Event description:
A malfunction alarm was reported due to an issue with the pump, identified by the malfunction code malf 16. There was no reported impact to the customer¿s blood glucose level. The resolution involved tandem technical support replacing the pump and arranging for its return using a pre-paid label. The customer was instructed to use multiple daily injections as backup therapy and knew how to place the pump in storage mode before returning it.